Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The pump was delivering fentanyl and baclofen. A programming error occurred following a catheter replacement procedure (see manufacturer¿s report #3004209178-2014-22605 for the catheter replacement). The physician reduced the pre-op dose by (B)(6) (from 750 mcg of fentanyl to 150 mcg of fentanyl); however, the priming bolus that was programmed included the internal pump tubing as well as the catheter volume. Therefore, the patient was overdosed; the patient received a bolus of 597 mcg of fentanyl and 199 mcg of baclofen. The patient was difficult to arouse and was experiencing somnolence. The patient was discharged despite the difficulty to arouse and somnolence. The patient was admitted via the ER (emergency room) later the same evening, placed on a narcan drip, and the pump was reduced to minimum rate. The next day the physician resumed the drug delivery via the pump; the starting dose was unknown by this reporter. The patient status was reported as ¿alive-no injury¿. The patient outcome was not reported. Further follow-up is be ing conducted to obtain this information. If additional information is received, a follow-up report will be sent.